Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure; the "no device found" screen was noted. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having issues with the equipment charging the stimulator. Pt stated over the last 6 months they have had difficulty with the controller not wanting to turn on or turn off/freezing and messages popping up on the screen. Pt explained the manufacturing representative (rep) reviewed how to reset the controller which would temporarily resolve the issue. Pt could not recall the specific message that would display on the controller screen. Pt stated over the last week, issues have gotten worse. Pt stated the recharger was getting hotter than normal and the pt experienced a little shock while charging. Pt stated they haven't been able to charge the stimulator since yesterday. During the call pt denied physical damage to the recharger. Pt identified damage to the battery pack casing from resetting the controller so often (pt mentioned using scissors to help pry the battery pack out of the controller). Pt reported the far right connector pin seemed a bit tarnish on the controller battery compartment side and battery pack side. Pt initiated passive recharge mode and repor ted seeing only zeros no matter where the paddle was placed against the stimulator. The issue was not resolved. An email was sent to the repair department to replace the controller, recharger, and battery pack.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient. Product ID: 97745bp, serial# (B)(6), and product type: accessory. Product ID: 97755, serial# (B)(6), and product type: recharger. H3: analysis of the controller (product ID: 97745, serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having issues with the equipment charging the stimulator. Pt stated over the last 6 months they have had difficulty with the controller not wanting to turn on or turn off/freezing and messages popping up on the screen. Pt explained the manufacturing representative (rep) reviewed how to reset the controller which would temporarily resolve the issue. Pt could not recall the specific message that would display on the controller screen. Pt stated over the last week, issues have gotten worse. Pt stated the recharger was getting hotter than normal and the pt experienced a little shock while charging. Pt stated they haven't been able to charge the stimulator since yesterday. During the call pt denied physical damage to the recharger. Pt identified damage to the battery pack casing from resetting the controller so often (pt mentioned using scissors to help pry the battery pack out of the controller). Pt reported the far right connector pin seemed a bit tarnish on the controller battery compartment side and battery pack side. Pt initiated passive recharge mode and rep orted seeing only zeros no matter where the paddle was placed against the stimulator. The issue was not resolved. An email was sent to the repair department to replace the controller, recharger, and battery pack.